Event description:
The customer reported the display of the autopulse platform (sn (B)(6)) does not display any words or messaging. The backlight does illuminate. The crew also noticed an audible clicking noise when attempting to start the platform. It has been tested with multiple batteries, and troubleshooting brings no resolution. This was discovered on shift check. No patient involvement.

Manufacturer narrative:
The customer reported complaint that the display of the autopulse platform (sn (B)(6)) does not display any words or messaging, and the platform makes a clicking noise upon power up was confirmed during functional testing. The root cause for the reported complaint was a failed processor board, likely attributed to a failed component. The autopulse platform failed functional testing, failing during the power-on-self-test. The platform displayed a blank lcd display screen and a repetitive clicking noise was observed at power up; thus, confirming the reported complaint. The processor pca assembly was replaced to remedy the reported complaint. After service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints for autopulse platform with sn (B)(6).